Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the adhesive of bending section cover, e218 scope error and scratch on acoustic lens which reached the glue layer. A root cause could not be identified for scratched lens and scope error. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the corrosion could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrointestinal videoscope exhibited corrosion on the adhesive of bending section cover, e218 scope error and scratch on acoustic lens which reached the glue layer. There was no patient involvement.